Event description:
It was reported that bd recykleen¿ sharps container lid was cracked. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation: according to the DHR review process; the result showed there were no issues reported like cracked lids during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like cracked lids for the same part number throughout the last twelve months. According with pictures provided from customer it can be seen the following: 1. The product reported belong to lot number 8217904 and part number 305487 2. The corner of the bottom of the lid have a crack that affect the functionality of the product. According to molding experience over this product, this type of cracks could be made due to hard impacts like hits with a forklifted at the time to load/download or transportation issues. For this reason, the evidence of the original packaging is needed to rule out that this issue was generated during the transit process or at the time to upload / download the material from the trailer box. Potential root cause (unable to verify it). 1. Non-controlled method to ship partial boxes to end user. 2. Product damaged during the shipment or distribution. 3. Incorrect packaging in the partial sales.

Manufacturer narrative:
Date of event: unknown. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd recykleen¿ sharps container lid was cracked. No serious injury or medical intervention was reported.